Event description:
It was reported that while interrogating the device an invalid data message appeared. The save to disk was reviewed and it was determined that the invalid data message was displayed due to a non-critical memory bit flip. The clinician was advised that the invalid data message would clear during the next device interrogation. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 15 - ventricular nst <=210 ms on (B)(6) 2007 in the timeframe between 11:43:54 and 17:31:37. 38 - vf<=210 ms average v-cycle between (B)(6) 2007 17:44:32 and (B)(6) 2007 14:41:11. Sensing - interference/noise. Ventricular short interval count v-sic=73.9 counts avg/day, in 2282 days, between (B)(6) 2007 18:37:30 and (B)(6) 2007 10:19:14. Impedance -high resistance/impedance. 2 - patient alerts for rv.pace lead z on (B)(6) 2007.